Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine intertrochanteric fracture, upon removal of one of the 42mm self tapping cortex screws, the head of the screw snapped off. Part of the screw remains implanted in the patient, while the head was removed after breaking. The surgeon decided to leave the remaining portion of the screw implanted in the patient. There is not a protruding portion of the screw on either vortex. The other three screws remained implanted with no issues. The procedure was successfully completed with no delay to surgery. This is report 1 of 1 for (B)(4).